Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and a 21mm watchman closure device and delivery system (wds) was positioned at the laa. The wds was deployed and upon release of the closure device, it rotated in the laa nearly 90 degrees. After a few minutes, when the physician attempted to capture and remove it, the closure device embolized into the abdominal aorta. The closure device was removed using non-boston scientific forceps via the femoral artery. A second 21mm wds was attempted; however, it did not meet release criteria and it was recaptured and exchanged for a 24mm wds to successfully complete the procedure. The patient remained stable throughout.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and a 21mm watchman closure device and delivery system (wds) was positioned at the laa. The wds was deployed and upon release of the closure device, it rotated in the laa nearly 90 degrees. After a few minutes, when the physician attempted to capture and remove it, the closure device embolized into the abdominal aorta. The closure device was removed using non-boston scientific forceps via the femoral artery. A second 21mm wds was attempted; however, it did not meet release criteria and it was recaptured and exchanged for a 24mm wds to successfully complete the procedure. The patient remained stable throughout.

Manufacturer narrative:
Device evaluated by MFR.: the watchman delivery system was returned for analysis with the closure device in a separate bag and with blood in the device. The core wire was not returned. Inspection of the returned device found kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, and the tri-cuts were flared. The implant anchors, tines and fabric were damaged. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. The frame and fabric damage to the implant is consistent with device retrieval. Product analysis could not confirm the reported embolization as clinical circumstances could not be replicated.